Manufacturer narrative:
Customer reported 3 sensor serial numbers (B)(4), all sensor issues have been captured under this submission. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a user report from health sciences authority (hsa) which reported the following information: a healthcare professional reported that a customer experienced lower readings with the adc freestyle libre sensor as compared to capillary readings. On 14-mar-2021, adc received additional information from hsa stating that the customer required medical intervention, however, no further information was provided. Attempts to gain additional information have been unsuccessful thus far. It is unknown what, if any, emergent treatment was provided related to the use of the adc device. There was no report of death or permanent injury associated with this event.